Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown saline implants smooth. Surgeon performed remove and replace surgery and the right implant was found discolored on (B)(6) 2023.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed with abnormal color as brown, but no rent/puncture could be observed. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Since no lot number was provided, no manufacturing record evaluation review could be performed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right discolored device mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 28, 2023, mentor became aware that the date of event was 2/23/2023; field b3 has been updated. Mentor was also made aware that the procedure performed was revision breast augmentation. Manufacturer¿s reference number: (B)(4).